Event description:
The customer experienced four questionable results for creatinine jaffe generation 2 that occurred over two weeks. Data was only provided data for one patient sample that occurred on (B)(6) 2013. The initial result was 0.1 mg/dl and was reported outside the laboratory. Two days later, the sample was repeated and the result was 88.7 mg/dl. The repeat result was believed to be correct. No treatment or other adverse event occurred due to the results. The creatinine reagent lot number was 67159701 with an expiration date of 07/31/2014. The field service representative determined there was a possible operator error due to some bubbles found inside the patient sample. The field application specialist communicated to the customer the possibility that they may have accidentally run a patient sample with bubbles inside. The field service representative checked all fluidics and alignments. He performed a precision test on urine creatinine. The customer also ran controls and all results were within their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.